Event description:
It was reported that the large volume pumps (lvp) had dim display segments. There were no patient involvements.

Manufacturer narrative:
The reported issue that the large volume pumps (lvp) had dim display segments was confirmed on the returned display board assemblies. Physical inspection noted the board was performed, and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified all returned 15 lvp display board assemblies had dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the s/n (B)(6) service history record showed the device had a manufacture date of 18aug2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 18nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pumps (lvp) had dim display segments. There were no patient involvements.